Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated lead revision procedure, the patient was at pre-discharge check when it was noted that the pulse generator exhibited a diagnostics anomaly. It was suspected that the device may have been exposed to electrocautery during the lead revision procedure. The device software was downloaded and normal device function resumed. The patient was in stable condition and would continue to be monitored.